Event description:
Patient's legal representative reported that the patient is experiencing, "severe pain. Felling of warm and swollen breast, painful and swollen lymph nodes + sleeping problems, fear and depression." Patient representative additionally reported right rupture and capsular contracture, baker grade unknown. The device has been explanted and replaced.

Event description:
Patient's legal representative reported that the patient is experiencing right side, "severe pain. Felling of warm and swollen breast, painful and swollen lymph nodes + sleeping problems, fear and depression." Patient representative additionally reported right rupture and capsular contracture, baker grade unknown. The device has been explanted and replaced.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient's legal representative reported that the patient is experiencing, "severe pain. Felling of warm and swollen breast, painful and swollen lymph nodes + sleeping problems, fear and depression." Device remains implanted. This record relates to the right-side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient representative additionally reported right rupture and capsular contracture, baker grade unknown. The device has been explanted and replaced.